Event description:
During the attempted stenting of the right renal artery, the physician noticed a flash of contrast from the balloon when pressure was applied with an indeflator. The pt was a male. The target vessel was slightly calcified and no tortousity was proceeded to pre-dilate the lesion with a 4x15 balloon. After properly inspecting and prepping the stent delivery system (sds), the physician advanced the device to the lesion. When the sds was placed in the proper position, the physician attempted to inflate the balloon to deploy the stent. Upon inflation, he noticed a flash of contrast from the balloon. The physician immediately removed the sds from the pt, without losing access to the target lesion and inserted another sds of the same size to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.